Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified a kink in the tubing just under the vented blood chamber. It was also noted that the tubes walls were stuck together. A gravity flow test was performed and it was determined that there was no flow through the tubing to chamber junction. It was determined that the no flow condition was caused by excessive solvent applied during assembly. To remediate the issue awareness training has been provided to appropriate personnel. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime a blood administration set before use. The tubing appeared to be ¿pinched.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.